Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reappeared.